Manufacturer narrative:
Product analysis conclusion; the reported endoleak could be confirmed on the films provided; however the cause and type of the endoleak could not be determined. The anatomy at implant is unknown, and CT¿s post-implant were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the films provided; thereby, making determination of the endoleak difficult. Although a type iiib endoleak cannot be ruled out, it could not be confirmed on the limited films provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a 43 mm abdominal aortic aneurysm. It was reported that approx. 7 years, 5 months post procedure the patient presented emergently to the hospital with complaint of back pain. An angiogram was performed, where it was noted what appeared to be an endoleak type iiib. It was reported a non mdt .035 glide wire was observed going through the side of the graft on the CT. It was reported that etuf2814c102e and ocl18us were implanted to treat the event along with a fem bypass as per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.